Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of one coil out of the fallopian tube and into my uterus"), genital haemorrhage ("was constantly bleeding / excessive bleeding/ horrible bleeding"), autoimmune disorder ("autoimmune disease") and hemianaesthesia ("my whole left side is often numb") in an adult female patient who had essure (ess205) (batch no. 12244664) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section (for birth of twins) in 2001, gravida ii, parity 4 (date of births: (B)(6) 1990, (B)(6) 1996, (B)(6) 2001) and premature baby. Previously administered products included for an unreported indication: depo-provera in 2002. Concurrent conditions included smoker, ovarian cyst, dysmenorrhea, vaginitis bacterial, urinary frequency and hypermenorrhea. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2007, the patient experienced hemianaesthesia (seriousness criterion medically significant), pain in extremity ("pain is primarily in my legs and arms (achy)/legs hurt when touched in certain places"), fatigue ("constant fatigue"), hypoaesthesia ("leg numbness / arm numbness") and paraesthesia ("arm tingling"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), device expulsion ("found the coil laying in my uterus and removed it"), complication associated with device ("fluid around the coil"), parosmia ("I kept telling them it had a very strong "metallic" odor"), fear ("fear of other issue arising because of the ablation"), pain ("constant pain requiring use of over the counter pain reliever almost daily / body aches / my whole left side is often painful"), neuralgia ("sometimes feels like nerve pain"), mental fatigue ("mental fatigue"), muscular weakness ("legs weak / arm weak"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), joint swelling ("swelling on the front of myleft shoulder"), cardiac disorder ("heart-related type symptoms"), menorrhagia ("menorrhagia") and impaired quality of life ("drastic change in quality of life"). The patient was treated with surgery (unplanned removal of one coil) and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, device expulsion, complication associated with device, parosmia, fear, pain, neuralgia, mental fatigue, muscular weakness, mental disorder, joint swelling, cardiac disorder, menorrhagia and impaired quality of life outcome was unknown, the genital haemorrhage had resolved and the hemianaesthesia, pain in extremity, fatigue, hypoaesthesia and paraesthesia had not resolved. The reporter considered autoimmune disorder, cardiac disorder, complication associated with device, device dislocation, device expulsion, fatigue, fear, genital haemorrhage, hemianaesthesia, hypoaesthesia, impaired quality of life, joint swelling, menorrhagia, mental disorder, mental fatigue, muscular weakness, neuralgia, pain, pain in extremity, paraesthesia and parosmia to be related to essure (ess205). Diagnostic results: on (B)(6) 2004, patient underwent ultrasound for essure confirmation. Hysterosalpingogram test showed complete filling, no spilling, bilateral essure ligation coils. On (B)(6) 2004, gynecology examination pelvic ultrasound and sonohysterogram showed, no intracavitary defects are noted on shg. Single layer endometrial stripe thickness is 0.25 cm anteriorly and 0.23 cm posteriorly; the essure coils are noted to be trailing into the endometrial cavity at each cornua; bilateral simple ovairan cysts, likely functional in nature. Her ultrasound was performed on (B)(6) 2005. There was a 4 x 3.3 x 3.5 cm left ovarian cyst with simple septation present. On (B)(6) 2006, gynecology examination pelvic ultrasound and sonohysterogram showed, the single layer endometrial stripe on shg measures 0.52 cm anteriorly and 0.52 cm posteriorly; the left essure device is partly in the endometrial cavity as expected. The left ovarian complex cyst is slightly smaller than noted on the previous sonogram dated (B)(6) 2005. This may represent a serous cystadenoma given its persistence. On (B)(6) 2006, gynecology examination pelvic ultrasound, essure devices present in the uterus; the complex left ovarian cyst has resolved. Simple follicles are noted on both ovaries. On,(B)(6) 2009 surgical pathology report,received in formalin designated essure is one segment of metal metal device measuring 5 x 0.1 x 0.1 cm. The specimen is for gross only. Endometrial glands are tubular or dilated and mitotic figures are within both the glands and the stroma. Some of the fragments contain thickwalled blood vessels in the stroma. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received. Case upgraded as valid from invalid. New events, ¿was constantly bleeding / excessive bleeding, fluid around the coil, I kept telling them it had a very strong "metallic" odor, found the coil laying in my uterus and removed it, migration of one coil out of the fallopian tube and into my uterus, fear of other issue arising because of the ablation, constant pain requiring use of over the counter pain reliever almost daily / body aches / my whole left side is often painful, pain is primarily in my legs and arms achy)/legs hurt when touched in certain places, sometimes feels like nerve pain, constant fatigue, possible undiagnosed autoimmune disease, mental fatigue, legs weak, leg numbness / arm numbness, arm tingling, swelling on the front of my left shoulder, essure caused or aggravated any psychiatric and/or psychological conditions, swelling on the front of myleft shoulder, heart-related type symptoms, drastic change in quality of life were added. Product implant date was updated. Lot number was added. Historical and concomitant conditions and treatment medication were added. New reporter were added. Lab test were added. ¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of one coil out of the fallopian tube and into my uterus'), genital haemorrhage ('was constantly bleeding / excessive bleeding/ horrible bleeding'), autoimmune disorder ('autoimmune disease') and hemianaesthesia ('my whole left side is often numb') in an adult female patient who had essure (ess205) (batch no. 12244664) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section (for birth of twins) in 2001, multigravida, parity 4 (date of births: (B)(6)1990, (B)(6)1996, (B)(6)2001, and (B)(6)2001), premature baby, hypertension, hypercholesterolemia, central vision loss and hematuria. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included smoker, ovarian cyst, dysmenorrhea, vaginitis bacterial, urinary frequency and hypermenorrhea. On (B)(6)2004, the patient had essure (ess205) inserted. In 2007, the patient experienced hemianaesthesia (seriousness criterion medically significant), pain in extremity ("pain is primarily in my legs and arms (achy)/legs hurt when touched in certain places"), fatigue ("constant fatigue"), hypoaesthesia ("leg numbness / arm numbness") and paraesthesia ("arm tingling"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), device expulsion ("found the coil laying in my uterus and removed it"), complication associated with device ("fluid around the coil"), parosmia ("I kept telling them it had a very strong "metallic" odor"), fear ("fear of other issue arising because of the ablation"), pain ("constant pain requiring use of over the counter pain reliever almost daily / body aches / my whole left side is often painful"), neuralgia ("sometimes feels like nerve pain"), mental fatigue ("mental fatigue"), muscular weakness ("legs weak / arm weak"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), joint swelling ("swelling on the front of my left shoulder"), cardiac disorder ("heart-related type symptoms") and menorrhagia ("menorrhagia") and was found to have quality of life decreased ("drastic change in quality of life"). The patient was treated with pain medication and surgery (ablation, unplanned removal of one coil and uterine ablation). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, device expulsion, complication associated with device, parosmia, fear, pain, neuralgia, mental fatigue, muscular weakness, mental disorder, joint swelling, cardiac disorder, menorrhagia and quality of life decreased outcome was unknown, the genital haemorrhage had resolved and the hemianaesthesia, pain in extremity, fatigue, hypoaesthesia and paraesthesia had not resolved. The reporter considered autoimmune disorder, cardiac disorder, complication associated with device, device dislocation, device expulsion, fatigue, fear, genital haemorrhage, hemianaesthesia, hypoaesthesia, joint swelling, menorrhagia, mental disorder, mental fatigue, muscular weakness, neuralgia, pain, pain in extremity, paraesthesia, parosmia and quality of life decreased to be related to essure (ess205). Diagnostic results: on (B)(6)2004, patient underwent ultrasound for essure confirmation. Hysterosalpingogram test showed complete filling, no spilling, bilateral essure ligation coils. On (B)(6)2004, gynecology examination pelvic ultrasound and sonohysterography showed, no intracavitary defects are noted on shg. Single layer endometrial stripe thickness is 0.25 cm anteriorly and 0.23 cm posteriorly; the essure coils are noted to be trailing into the endometrial cavity at each cornua; bilateral simple ovarian cysts, likely functional in nature. Her ultrasound was performed on (B)(6)05. There was a 4 x 3.3 x 3.5 cm left ovarian cyst with simple septation present. (B)(6)2006, gynecology examination pelvic ultrasound and sonohysterography showed, 1. The single layer endometrial stripe on shg measures 0.52 cm anteriorly and 0.52 cm posteriorly; the left essure device is partly in the endometrial cavity as expected. 2. The left ovarian complex cyst is slightly smaller than noted on the previous sonogram dated (B)(6)05. This may represent a serous cystadenoma given its persistence. (B)(6)2006, gynecology examination pelvic ultrasound, essure devices present in the uterus; the complex left ovarian cyst has resolved. Simple follicles are noted on both ovaries. On,(B)(6)2009 surgical pathology report,received in formalin designated essure is one segment of metal device measuring 5 x 0.1 x 0.1 cm. The specimen is for gross only. 2. The endometrial glands are tubular or dilated and mitotic figures are within both the glands and the stroma. Some of the fragments contain thick walled blood vessels in the stroma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.